Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler received the following warning messages: air detected in cassette warning, patient line is blocked and make sure heater bag is on heater tray. The contact also said that when he opened the cassette door to remove the cassette fluid poured out of the cassette housing. The contact stated that the patient did not complete that treatment. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the cycler received the following warning messages: air detected in cassette warning, patient line is blocked and make sure heater bag is on heater tray. The contact also said that when he opened the cassette door to remove the cassette fluid poured out of the cassette housing. The contact stated that the patient did not complete that treatment. The cycler will be replaced. Upon follow up with the patient's nurse it was confirmed that the patient had since received a new cycler and had been completing treatments. The disposable product is not available for return.

Manufacturer narrative:
Corrective data: 050-87216 populated.

Event description:
A peritoneal dialysis patient's contact reported that the cycler received the following warning messages: air detected in cassette warning, patient line is blocked and make sure heater bag is on heater tray. The contact also said that when he opened the cassette door to remove the cassette fluid poured out of the cassette housing. The contact stated that the patient did not complete that treatment. The cycler will be replaced. Upon follow up with the patient's nurse it was confirmed that the patient had since received a new cycler and had been completing treatments. The disposable product is not available for return. .